Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was completed with two proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sutures of the proglide devices were successfully pre-placed. The sheath was upsized to an 18f. The tavr procedure was completed. Post procedure, it was noted that the sutures of one of the proglide devices had captured the back wall as no blood flow was seen going through the artery and there was no peripheral pulse. Cut down surgery was performed to repair the vessel and restore blood flow. Hemostasis was achieved with surgical suturing. The level of anesthesia was not changed due to the cut down surgery, the patient was already under general anesthesia. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.